Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4)

Event description:
Medtronic received information that during the implant of this bioprosthetic aortic valve, this valve was explanted and replaced due to a reported hole in the dacron tissue causing a reported leak while testing the valve intra-operative. The physician reported that prior to implantation, the leaflets of the valve root, as well as the root in general were inspected and appeared normal. During implantation, all sutures were placed below the green suture on the dacron suture cuff. After declamping, there was a severe bleeding from the proximal anastomoses. Although the origin of the bleeding was well in sight, the bleeding could not be resolved by placing additional sutures. This valve was explanted and it appeared that the dacron suture cuff was torn loose from the freestyle on the inside of the valve, over approx. 1cm. In the physician's opinion, this could not have been be caused by the initial suture placement. The physician reported that due to the replacement of this valve, the procedure was prolonged by another hour, in what was already a long procedure. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The valve was found to be discolored showing evidence of blood contact. Half of the sewing ring was observed everted. The myocardial tissue was torn, approximately 6 mm in length, along the inflow margin of attachment in the right non-coronary inferior coaptive area. The tissue remained in place under the cloth above the stitching line. All leaflets were flexible and intact and all commissures were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the product instructions for use (IFU), sections 5.0 and 10.2: "caution: do not invert the bioprosthesis when suturing. Inversion may result in elongated suture holes, tears, and/or distortion leading to stenosis and incompetence; bioprosthesis implantation- take care not to evert (roll outward) the inflow end of the bioprosthesis when suturing the valve to the patient¿s annulus. Eversion could damage the valve tissue." This investigation attributed the probable cause of the torn myocardium tissue to the user everting the inflow sewing ring during implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.